Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Wear and tear damaged enclosure, front cover, line cord, float switch, and line cord. Strain relief came off and was discolored. Filled tank with water, attached temp check, plugged in line cord, and turned on power switch. The reported problem was duplicated. The root cause of the reported issue was found to be a loose strain relief. Actions were taken to mitigate the reported issue: replaced strain relief.

Event description:
It was reported that the strain relief came off. No patient injury was reported.